Event description:
Tip was pulled from the catheter as the catheter was being removed from the pt over a guide wire (type unknown). Tech said that the dr had extreme resistance before the catheter shaft was withdrawn. The tip came out on the guidewire when the guidewire was removed.